Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 26 mm sapien 3 ultra transcatheter heart valve intended for implantation in the aortic position via a transcarotid approach in diameters of 5 to 6 millimeters that were heavily calcified, during the procedure, the commander delivery system and the valve could not advance through anatomy and the commander delivery system balloon burst due to calcification and vessel diameter. As the balloon ruptured, it was not possible to implant the valve, which had to be surgically retrieved as difficulties removing the commander through the esheath+ was encountered. The patient died the day after the procedure. He suffered a mesenteric ischemia and did not tolerate the post procedure noradrenaline.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The following sections of this report have been corrected h.6 device code. Balloon leak was unable to be confirmed due to the unavailability of device or relevant images. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the delivery system during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''commander delivery system and the valve could not advance through anatomy and the commander delivery system balloon burst due to calcification and vessel diameter. As the balloon ruptured, it was not possible to implant the valve, which had to be surgically retrieved as difficulties removing the commander through the esheath+ was encountered''. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors (provided information and imagery indicated severe calcification and small vessel diameters). It may be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In addition, it is likely that additional push force or device manipulation was applied to overcome the encountered resistance during delivery system insertion and system removal, which may have cause interaction between the crimped valve and the balloon material, resulting in the balloon leakage. Available information suggests that procedural factors (device manipulation, crimped valve interaction with balloon) and/or patient factors (calcification) likely contributed to the balloon leak. Withdrawal difficulty was empirically confirmed based on the provided information. Available information suggests that patient factors (calcification, undersized vessels) likely contributed to the event as provided information indicated ''heavily'' calcified vessels and undersized vessels. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.